Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #1) used to treat the patient. The patient's attorney did allege surgical intervention; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol soft mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) on (B)(6) 2005. It was also alleged that on (B)(6) 2018, the patient underwent surgery for implant of an unspecified bard/davol soft mesh. As alleged, the patient had unspecified injuries related to a defect in the composix kugel hernia patch (device #1) and underwent revision surgery on (B)(6) 2018, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."